Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a stone extraction with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the tip of the laser fiber was noted to broken prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. There was no adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. One flexiva 200 tractip laser fiber was returned broken. The fiber measured approximately 242 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 tractip laser fiber was opened for use for a stone extraction with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the tip of the laser fiber was noted to broken prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. There was no adverse patient effects reported as a result of this event.